Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Results: bd had not received samples, but 3 photos were provided by the customer facility for investigation in support of this complaint. The photos were evaluated and the customer's indicated failure mode for green foreign matter on needle with the incident lot was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode based on photographic evidence only.

Event description:
It was reported, prior to use, that there was foreign matter on the cannula surface of a bd vacutainer® flashback blood collection needle, 21gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.